Event description:
It was reported that pump malfunction occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support provided instructions to reset pump, assisted customer with reset, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction returned.